Event description:
New information received states that the device was explanted and a competitors device was implanted.

Event description:
It was reported that the patient could not be converted with 40 j at implant using various shock settings. The patient was on medication since the last implant. The patient was sent home with a life vest and the medication will be discontinued. No further information available at this time.